Event description:
Additional information was provided that prior to explant undersensing and pacing inhibition was also exhibited. This product was returned for laboratory analysis.

Event description:
Additional information was received that this patient underwent a revision procedure and this product was explanted due to damage to the inner lumen and insulation caused by severe subclavian crush. No further complications were reported.

Event description:
Boston scientific received information that this pacemaker dependent patient with this right atrial (ra) lead exhibited syncope and was evaluated in the emergency room. It was determined that the lead had exhibited intermittently low pacing impedances from 160-220 ohms along with exercise induced noise on the ra channel and increased pacing thresholds. The lead was programmed to the unipolar configuration and when the outputs were increased the patient would experience diaphragmatic stimulation. It was believed that there was a lead insulation issue and this patient was admitted for a lead revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the clinical observation was confirmed. The inner and outer insulation was damaged through to the anode and cathode conductor coils, and the cathode conductor coil was fractured. Due to the location and type of damage it is likely this was caused by entrapment in the clavicle/ first-rib region.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.